Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of inner channel could not be properly cleaned was not confirmed. Device evaluation found that the labeling required an updated production table. The additional evaluation findings are as follows: nozzle was not clearing in 10 seconds, bending section cover had a crack, and after borescope found stains and scratches inside channel forceps passage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope inner channel could not be properly cleaned. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a difference in recognition about device handling and reprocessing steps between recommendations by olympus and the user facility. The user can detect/prevent the event by handling the device according to the following instructions for use (IFU): -reprocessing the endoscope. It is recommended that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.